Event description:
It was reported that during idiopathic ventricular tachycardia (idvt), patient¿s pressure was dropped. The physician at this point inserted an accunav 8f catheter to confirm effusion. Small effusion was confirmed with ice image and reconfirmed with transesophageal echocardiogram (tee). Procedure was suspended at this point without any ablation lesions being delivered. Retrograde approach was used so physician was unsure as to the mechanism for the perforation.

Manufacturer narrative:
The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. The concomitant products: carto 3 system (B)(4); coolflow pump (B)(4); stockert 70 (B)(4); acunav 8f catheter (lot number 081qe082163- not bw product); 3 bard woven courand catheters (not bw product); bard dynamic deca (not bw product). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a pericardial effusion was noticed at the end of the procedure. The customer stated that no additional procedures were performed on the patient to treat the effusion. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.